Event description:
It was initially reported that a vns pt had a generator replacement due to an unk reason. The treating neurologist stated that pt was referred for replacement due to end of service (eos). The product was received by manufacturer and the allegation was confirmed. The eos was determined to be the result of battery depletion. The analysis also indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the automated post burn-in test. This out of limit supply current pulsing could potentially be a contributing factor to the eri condition of the battery, but the eri = yes was an expected event based on the battery life calculation.